Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the artificial urinary sphincter (aus) was accidently activated at home and the patient did not know how to deactivate the device. Therefore, the patient experienced urinary retention. The patient visited the clinic and the patient was trained on how to operate the device. There were no further patient complications.